Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose was unknown mg/dl. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer reported via phone call indicating that the insulin pump alarm no delivery. Customer's blood glucose was unknown mg/dl. The customer reported that the alarm was resolved by a complete set change. Customer was advised to call went the alarm occurs in order to troubleshoot.

Manufacturer narrative:
The insulin pump was received with no unexpected motor error alarm or excessive no delivery alarm noted. The motor was tested outside of the device and passed. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.